Manufacturer narrative:
Product event summary: the full lead in segments was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead was extrinsically over-rotated. There was blood on the proximal conductor of the lead and it was not obstructed. There was a connector pin observation. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the set screw mark was barely visible, connection was not tight to connector pin. The distal conductor is distorted in the connector at 1.5cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high impedance and high thresholds. It was suspected that the lead had fractured. It was noted that the connector pin and conductor had deformed, and blood was inside the lead. The pacing lead was explanted and replaced. No patient complications have been reported as a result of this event.